Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service representative reported that the iabp unit was diagnosed and the problem was found with the power management board which has been replaced and now the iabp unit is working well with charging the batteries and also providing backup more than one hour with each battery. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was showing "no backup battery detected" message. It was also observed that the iabp was not charging the batteries and was not switching over from mains to battery. It is unknown under which circumstances the event occurred it is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A getinge service representative reported that the event involved a patient.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was showing "no backup battery detected" message. It was also observed that the iabp was not charging the batteries and was not switching over from mains to battery. Immediately another iabp was connected to the patient. No patient harm, serious injury or adverse event was reported.